Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed with operative notes provided. Review of the available records identified the following: the patient was revised due to instability and recurrent dislocations without significant motion requiring closed reduction. Clear synovial fluid noted with no evidence of infection. Soft tissue laxity noted possibly contributing to dislocations. Review of the device history records identified no deviations or anomalies during manufacturing a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total hip replacement. Subsequently, patient was revised approximately 3 months later due to recurrent dislocations. It was noted the head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.